Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd facscalibur¿ flow cytometer: 4 color there was waste leakage without bleach not contained (outside instrument)." It was reported that the sip is dripping. There was a facsflow fluid leak spill. The dcm turns on and stays on when the arm is pushed to the right yet the sip continues to drip. The source of the leak was a combination of waste and non waste. There were no erroneous results, no one was injured and there were no burning smells or odd sounds. The leak was in a customer accessible location."

Manufacturer narrative:
H6: investigation summary : scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 3(B)(4) and serial # (B)(6). Problem statement: customer reported complaint of the sip dripping and waste is leaking outside of the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to (B)(6) 2021. Complaint trend: there are 2 complaints related to the issue of the sip leaking; date range from (B)(6) 2020 to (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # (B)(4) serial # (B)(6), file # 342975-e97501090-900165774-08, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of fluid not contained within the instrument was due to a clog in the dcm tubing. The dcm, or droplet containment module (pn (B)(4)), is responsible for preventing fluid on the sit to accumulate and drip outside of the instrument or contaminate future samples. The fse (field service engineer) confirmed the leakage was from the dcm pump and replaced the tubing that ran through it (pn (B)(4)). This tubing was found to have a clog in it which may have contributed to the leakage. They then verified that the sip was no longer dripping, tested the instrument, and returned it functioning as expected. No parts were requested for evaluation as the replaced tubing was not from stock inventory, was not returnable, and was discarded. Although the leakage contained waste material that has the potential for causing injury, no customer or bd personnel came in contact with the fluid and were not harmed. This leakage was reported to be under a slight pressure but it was only enough to cause dripping, not a spray, and did not significantly increase the risk of exposure. The customer confirmed that though patient samples were used, they were not used in any treatment due to the leakage and didn¿t harm the patient in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2008. Defective part number: (B)(4). Work order notes: o subject / reported: sip dripping. O problem description: classic sip drip. The dcm turns on and stays on when the arm is pushed to the right yet the sip continues to drip. Dispatch fse to investigate. O work performed: replaced the tubing (nsi pn (B)(4)) the passes through the dcm pump. Verified proper function and that the sip was no longer dripping. Facscomp not ran. O cause: clog in the dcm tubing at the pump. O solution: replacing the clogged dcm tubing resolved the reported issue. The instrument is operating as intended and is testing without errors. I have returned the instrument to the lab for normal use. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # (B)(4), rev. 0a/vers. 1, bd facscalibur fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿5¿ based on the previous scale rating. This is equivalent to ¿s2¿ in sop6078-02¿whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes, no. O item: droplet containment module. O function: to contain droplet. O potential failure mode: droplets are not contained. O potential effect(s) of failure: n/a. O potential cause(s)/mechanism(s) of failure: pump not properly sealed. O severity: 5. O occurrence: 5. O detection: 1. O rpn: 25. Mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the leakage was due to a clog in the dcm tubing. Conclusion: based on the investigation results, the root cause of the leakage was due to a clog in the dcm tubing. The fse confirmed the leakage, replaced the tubing, and verified that the instrument was no longer leaking. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported when using the bd facscalibur¿ flow cytometer: 4 color there was waste leakage without bleach not contained (outside instrument)." It was reported that the sip is dripping. There was a facsflow fluid leak spill. The dcm turns on and stays on when the arm is pushed to the right yet the sip continues to drip. The source of the leak was a combination of waste and non waste. There were no erroneous results, no one was injured and there were no burning smells or odd sounds. The leak was in a customer accessible location."